Event description:
It was reported that this right atrial (ra) lead exhibited fluctuating pace impedance measurements that would fluctuate greater than 500 ohms and would cause impedance measurements to become high and out-of-range at greater than 2000 ohms. Additional information received reported that there was known insulation damage on this lead. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).